Event description:
The patient was implanted with a pns system which includes two leads from the same lot. It was reported the patient is experiencing a tightening sensation at her neck incision site when the stimulation is turned on. This only occurs when the right side occipital lead (off-label use) is used. Follow up information identified the patient underwent surgical intervention to remove the system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.